Event description:
The customer reported a loudspeaker failure with their mx450. The device did not produce sound. It is not clear if the device was in us on a patient or not but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker failure with their mx450. The device did not produce sound. It is not clear if the device was in us on a patient or not but no adverse event to patient or user was reported.